Event description:
Boston scientific received information that this patient presented to the hospital showing cardiac decompensation. The left ventricular (lv) pacing configuration had increased thresholds so no capture testing was performed. Threshold testing resulted in noise and oversensing. Reprogramming to a different vector resulted in high out of range pace lead impedances. After reprogramming again and observing acceptable measurements, a longevity calculation was performed and showed only one year remaining. Premature battery depletion (pbd) is alleged. A memory dump was performed and the data was sent to boston scientific technical services (ts) to analyze. Ts sent the data to product performance engineering (ppe) for further evaluation. Ppe indicated that suddenly after implant the lv pace impedance became unmeasurable and the devices power usage jumped from 40uw to ~300uw. The lv pace measurements vary between noisy and saturated values. Ppe suspects that there is a malfunction of either the cardiac resynchronization therapy defibrillator (crt-d) device or an interface issue between the crt-d and lead such as under insertion. Additionally ppe concluded that the device depletion is abnormal and seems to be linked to the lv out of range pace impedance issue. Surgical intervention was performed and the device was explanted. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in premature battery depletion, pacing inhibition, loss of capture, noise, oversensing, high pace impedances, and high thresholds.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.